Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 was confirmed, and the root cause was determined to be use error- the patient disconnected from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted (B)(4) regarding assistance with a system error 2240 alarm during drain 1 of 6 on the homechoice machine(hc). The home patient stated they disconnected and reconnected. The technical service representative(tsr) assisted the home patient(hp) to cycle power. The tsr advised the hp to start over with new supplies. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported